Event description:
It was reported that the pins that hold the blade in the universal oscillating saw attachment broke. It was reported that the incident occurred during training at (B)(6); the device was not used during surgery and was being used for non-patient demonstration purposes. There was no report of pt or user injury associated with the reported event.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.